Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure and was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that a bd pyxis¿ medstation¿ es drawer failure and was not opening.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawers failed. The field service engineer (fse) found that none of the drawers were detected on the bus and verified the errors displayed on the screen. All settings were confirmed to be correct. The fse replaced the communication led and restarted the station, after which no errors were observed. All drawers and cubies were successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.